Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the reported issue was not reproduced. However, the reported issue may be plausible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the investigation, there is a high probability of user error which likely resulted in the reported issue. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes an update to d9 and h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that post therapeutic, endoscopic sleeve gastroplasty (esg), the patient had abdominal pain the next day. As a result, computed tomography scan was performed, and perforation was confirmed. A similar case occurred 2-3 months ago where a perforation was confirmed the next day. Procedure was completed with the same set of equipment. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.